Event description:
The plaintiff's attorney alleged that the pt experienced a cardiac arrest, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.